Event description:
During episode of coughing, pt coughed out the diaphragm of the valve into dressing and immediately had respiratory difficulties causing code situation with intubation. Pt, after coughing, lost consciousness, color pale, hr increased to 150 +, respirations increased to 30+; oxygen saturation decreased to low eighties. Pt responded to ambu bagging and reintubation. After the code the diaphragm was found in the central line dressing.